Manufacturer narrative:
This report is being supplemented to provide additional information based on results the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. All channels were sampled, and the scope tested positive for three (3) colony forming units (cfus) of pseudomonas mendocina.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter, the hygiene microbiological investigation report, and the device evaluation. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. No bacteria were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the insertion tube bending section cover had a cementing defect. The bending tube had movement. The connecting tube had passive bending / stiffness and the control wire had movement. The distal end / biopsy channel was incised, had cuts. The insertion part / distal end / c-cover was damaged. The control unit was deformed. The suction cylinder nut had painting peeling off, and the control unit / grip unit was scratched.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) evaluation was performed by the customer. There was no patient infection. The sampling was routine. The scope channels were precleaned with anios clean excel d detergent. An ecouvillon dry scrub brush wt412 was used for manual treatment with anios clean excel d. Cantel was used as the automatic endoscope reprocessor (aer) along with rapicide a detergent and rapicide b disinfectant. The scope was stored in a medivator endodry drying and storage cabinet after treatment. The scope was not sterilized. The maintenance was performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the colonovideoscope tested positive for three (3) colony forming units (cfus) each of micrococcacae, stenotrophomonas maltophilia, and sphingomonas paucimobilis. The issue was found during a routine culture of the scope. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.